Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient received a c5-c6 and c6-c7 bi-level anterior cervical discectomy and fusion with cortical ring allografts and a cervical plate system. According to the operative report, the patient was involved in a motor vehicle accident approximately 52 months post-op in which the patient's head struck the dashboard. The patient was reported as having an "additional stress riser at c4-c5." Approximately 57 months postoperatively, the patient developed acute spinal cord compression secondary to a c4-c5 herniated disc and both myelopathy and radiculopathy were present. The patient underwent c4-c5 microdiscectomy and removal of the anterior plate and reportedly, "two large extruded disc herniated fragments were compressing the spinal cord at c4-c5 and left upper plate screw mid shaft break and lower leg (left) screw mid shaft break. The two pieces broken off inside the bone were left alone as these were not retrievable. The fusion mass was then explored. The cat scan was reviewed in the operating room and there appeared to be a solid bridging fusion at both levels. Why the hardware was broken is unclear in this patient." At the 60-month postoperative evaluation, it was noted that the patient's gross anatomical defect was corrected but the patient's symptoms persisted. Approximately 64 months postoperatively, the CT scan revealed bridging of the bone between the c5-c7 vertebrae through the interbody implant, suggesting that the fusion had healed properly and was no longer a non-union. No other patient complications were reported.